Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was not verified during evaluation. The device was put through extensive testing including 30j testing, bench handling, defib cycling and stress testing without duplicating the. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.